Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2010-03451. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was previously reported on (B)(6) 2010, that the pt was without stimulation diagnostic tests revealed invalid impedance readings for several lead contacts; however, effective therapy was recaptured through reprogramming. Follow-up on the pt found that her lead was explanted on (B)(6) 2010 due to a fracture. It is unk from which lot the broken lead originated; therefore, both lots are being reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.